Event description:
It was reported that during a gastric sleeve procedure, the device would not fire then would not open. The surgeon pushed the red button and fired again then pressed the back button and was able to open the device off tissue. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Incorrect cartridge size. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Asku. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Unknown. On which firing(s) did this event occur? Unknown. If echelon, during which stroke did the event occur? Unknown. What color cartridge was being used? Green. What other color cartridges were used before and after this event? Unknown. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Unknown. Were any unexpected noises heard? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? There was no tissue damage. The analysis results showed that one long60a device was returned with no visual non-conformances and loaded with a 45 mm reload. The reload was noted to be unfired. Please note that a 60mm device is designed to work only with 60mm cartridges. It should be noted that when attempting to fire a 60mm device with a 45mm cartridge reload, the device will lock out; in order to open a locked device a reverse stroke needs to be performed trigger to trigger in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The device was tested for functionality in the articulated position with a 60 mm reload and it achieved a complete fire sequence without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened, fired and closed as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process